Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urge incontinence and non-obstructive urinary retention. It was reported that the once any changes were done, the trial patient lost their urgency and used extra catheters that day. The program was switched back to the original one and the stimulation was increased. They stated that they ¿cannot get regulated. Its all over the place¿. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was advised that the patient contact their clinician for the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive; no injury¿. There were no further complications reported or anticipated.